Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. This is an initial final report submission. Review of the most recent repair record identified the following related repair: the rpms were below specification and the calibration was out at the 0 reading. The motor, bearings, planetary carrier, spring seal, width plate, fine and adjustment cam were replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that this dermatome was sent in for preventative maintenance only but at evaluation investigation a repair was needed. The motor rpms were below specification. There was no patient involvement. Due diligence is complete. No additional information is available. No adverse events were reported as a result of this malfunction.